Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal results and another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) requested cca to review the patient¿s original call. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015, 07:00pm¿. The patient reported obtaining inaccurate high blood glucose result of ¿91 mg/dl¿ on the subject meter compared to feelings/ normal readings. Meter to feelings /normal readings do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self- adjuster) and denied taking any action regarding her usual diabetes management routine as a result of the alleged high reading. The patient reported that ¿right after¿ the alleged product issue began she developed symptoms of ¿dizzy and nausea¿ and at 8:00 pm she attended emergency room (ER) when she was treated by a health care professional (hcp) with food and sugar. Later she compared her alleged inaccurate high result with that obtained on the hospital meter of ¿166mg/dl¿. The time difference between the comparative results was greater than 30 minutes, making this comparison invalid for the purposes for determining an inaccuracy. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the result was obtained from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because although the patient did not develop serious symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began.